Manufacturer narrative:
Additional PMA/510(k): p040024.

Event description:
Information was received from a physician (injecting practitioner) regarding a (B) (6)female who received a total of 1 cc injections of restylane injectable gel (injectable dermal filler) into the lower and upper lips on (B) (6) 2008. There was no report of anesthesia used prior to procedure. Additional procedures included radiesse injections into the cheeks and nasolabial folds and botox (botulinum toxin type a) in the glabellar area and lateral orbits. Significant past medical history included previous radiesse injections once a year for the past 3 years (2005, 2006, and 2007) without complication, restylane injections into the nasolabial folds (date not provided) and numerous other unspecified products without complication including cosmoplast (collagen product) in the lower and upper lip on an unspecified date in (B) (6) 2007. Concurrent medications included lyrica (pregabalin) and renitec (enalapril). On (B) (6) 2008, the patient developed severe angioedema (angioedemas) in the upper lip 2 hours post procedure. The patient returned to the injecting physician on that same day and was treated with medrol (methylprednisolone) dose pack and valtrex (valacyclovir hydrochloride). Within a 24 hour period, the patient significantly improved. The physician indicated that there was "no threat of tissue loss," but the angioedema appeared to be "severe and distressing to the patient." The physician assessed causality of the event as related to restylane. As of the date this report was received, the event of angioedema was considered resolved. The restylane lot number was reported as 9346 with an expiration date of 08/2010.